Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2023-00368. A physician reported a certas valve (B)(6) was implanted via ventriculoperitoneal (vp) shunt on unknown date with unknown setting. It was used with bactiseal barium striped catheter (ns0340). Due to suspicion of obstruction, the valve was removed and replaced on (B)(6) 2023. Based on information provided, the catheter failure is unknown, it is also unknown if the catheter was removed/replaced.

Manufacturer narrative:
Unique device identification (UDI): (B)(4). The bactiseal catheter (ID ns0340) was not returned for evaluation as the product is not available for return as per customer, and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Unique device identification (UDI): (B)(4) or (B)(4). The bactiseal barium striped catheter (ID ns0340) was returned for evaluation. Failure analysis ¿ the catheter was visually inspected; no defect was noted. The catheters were irrigated, no occlusion noted. The complaint was unconfirmed. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the catheter. At the time of investigation, no function issues were noted.